Event description:
The ge oec 9800 fluoroscopy system rebooted during a procedure.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a failing ps1 power supply that was removed and replaced. The system was tested, found to be operating as intended, and released to the customer for use. No patient injury or harm was reported as a result of the noted malfunction.